Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operator decided to recapture the device due to non sensing of the r wave. It was noted that the recapture was difficult and the delivery system was found to be kinked. The first leadless ipg was removed and other leadless ipg was implanted without any issue. Post implant, the patient subsequently went into cardiac tamponade and pericardiocentesis was performed. New implanted leadless ipg remains in use. No further patient complications have been reported as a result of this event.